Event description:
The pump and an incomplete catheter were received with no information.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2009 (B)(6), explanted: unk. Final analysis of the pump revealed a motor corrosion and feedthru anomaly. The resistance of the m1 and m2 feedthru's was 1.6meg. Ohms when originally measured. After they were exposed to atmosphere, the resistance became greater than 10 meg ohms. The catheter was received incomplete and in segments. Analysis of the same revealed acceptable testing and patency.